Event description:
It was reported that the external pulse generator (epg) had a broken latch on the atrial output connector. The biomedical engineer (be) wanted to purchase a replacement connector, but they are no longer available. The be may keep the epg for "parts." The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).